Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen pressure was low. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 16jan2024, it was stated that there was remote service provided to the customer until the customer chose to not repair the device. No further work was performed by philips to resolve the issue, so philips is unable to confirm the final disposition of the device. The asp stated that the customer did not provide the device diagnostic report (drpt). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.